Event description:
It was reported that there was noise, which the physician could reproduce by pushing the device-lead connection. During the intervention procedure, the lead could not be pulled, but a loose pin was suspected due to the x-ray showing the lead pin being not protruded from the connector block. The device was explanted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): upon analysis, no anomalies found.